Event description:
It was reported that during the revision the instrument handle split. The original procedure was a tibial nailing from (B)(6) 2013. The revision was due to a non-union. The device was used with no impact on the case. The tibial nail and three screws were all removed fully intact. This report is for one unknown tibial nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for one unknown tibial nail/unknown lot. Implant date: (B)(6) 2013, exact date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.